Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the technician indicated that the acoustic lens was chipped due to a degradation issue. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.